Event description:
Info received indicates the groove pin which holds the former to the calf support arm is missing.

Manufacturer narrative:
The technician reinstalled the groove pin to repair the bed.